Manufacturer narrative:
During technical onsite visit the field service engineer (fse) could not duplicate the reported issue. The fse replaced the micrometer as preventive measure and completed system verification to specification. No technical root cause was identified as the reported issue could not be reproduced. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the micrometer intermittently is not turning on. Additional information received states the laser was restarted and the procedure was completed with no patient harm.